Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 137.7 mcg/day via an implantable pump. The rep reported intermittent motor stalls. The rep stated that they had been asked to assist with a patient implanted with a 40 ml synchromed ii pump which was implanted on (B)(6) 2024 for spasticity associated with multiple sclerosis. Since the patient had experienced two episodes of the critical alarm sounding, both at a similar time of the morning and both resolving within 90 minutes, the patient presented immediately to his local hospital but experienced no withdrawal effect during either event and believed he was getting good effect from his targeted drug delivery (tdd). The patient's logs were attached. The rep was asking advice on the potential cause for the intermittent alarm in a brand-new pump and noted that the patient had only intrathecal baclofen instilled. The patient had not been exposed to any electromagnetic interference (emi) at home or via magnetic resonance imaging (MRI). The rep stated that queries from the clinical team were whether this could be the result of a small amount of air inadvertently introduced at the time of initial filling or possibly due to a generic brand of lioresal. The rep also asked if the recommendation in this instance was to explant the device or to monitor the patient to see if this issue continued. Additional information received from the agent indicated that it would be difficult to determine the cause of the motor stall and that air would not cause motor stalls. The agent also stated that explant would be at the discretion of the physician. Additional information received from a manufacturer representative (rep) indicated that the patient at both events was still in bed (but awake) at around 0730 when the alarms were noted. The rep asked the patient whether there was any device in proximity that might give off rmi (magnetic underlay for example) and the patient indicated no such device. The rep later asked if an electric bed would possibly emit emi that would cause this level of interference and the agent stated that they believed it could. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the first motor stalls were first observed on (B)(6) 2024. The cause of the motor stalls were not determined, hence communication with technical services. They were currently investigating potential electromagnetic interference (emi) from electric patient bed. The motor stalls resolved on both occasions. Surgical intervention was not planned. The initial reporter information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that it was undetermined if the issue resolved with pump replacement as the critical alarm events were very intermittent and the revision was only conducted 3 days ago.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump had a history of intermittent critical alarm events. It was noted that in each event, the alarm had occurred for a period of 2 to 3 hours before ending. Interrogation of the pump showed a motor stall event on each occasion with motor stall recovery occurring subsequently. Upon the 4th event, the decision was made to revise the pump. The pump was replaced. As per a log provided, the following had occurred: (B)(6)2024 7:32am ¿ critical alarm regarding pump motor stall, (B)(6) 2024, 9:26 am ¿ pump motor stall recovery, (B)(6) 2025 7:43 am ¿ critical alarm regarding pump motor stall, and (B)(6) 2025 ,9:26 am ¿ pump motor stall recovery, the log also captured that the pump clock was 11 minutes behind the programmer clock, and was reset to the programmer clock. The patient reported no return to baseline symptoms during the alarm periods. All events appeared to be during sleep periods. On each event occasion the patient reported to his local ed for assessment. It was further reported that no environmental issues could be determined regarding factors that may have led or contributed to the issue. The patient has had no contact with magnetic devices or other devices that were likely to exhibit a high electromagnetic interference (emi) potential. Usage and drug instilled are as per recommended practice. The issue was indicated as not having been resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pumpadministered lioresal with concentration 2000.0 mcg/ml at a dose rate of 137.7mcg/day.

Manufacturer narrative:
H1 update: the type of reportable event was changed from a previously being reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.